Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant pt blood glucose values of 400 mg/dl on the hospital inform system when compared to the lab measurement of 180 mg/dl that was performed 10 minutes apart. Reporter stated the pt was treated based on the lab result, however, the type of treatment was not provided. Reporter indicated qc testing was performed on the meter system and values measured within acceptable ranges. No other report of any actions that were taken and no treatment was received. A request was made for the return of the suspect device and replacement product was sent. Inform system: meter and comfort curve test strip lot number 549402 with expiration date of 12/31/07.